Event description:
It was reported that the patient experienced unspecified issue with a male sling system. A new ams 800 artificial urinary sphincter was implanted. Additional information received stated that the procedure was performed due to recurring incontinence. Also, it was unknown whether the sling was ams device or not because there was no record of it.